Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder rupture. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder rupture. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders, pump, and spherical reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The spherical reservoir was leak tested and visually inspected and examined using a microscope; no damages were found. No leaks were found. Product analysis was unable to identify device issue with the returned reservoir. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. During functional testing, ms pump did not pass activation test 2 and 3. Product analysis identified a pump functional issue. The ams700 ipp cylinder 1 was visually inspected and functionally tested. Cylinder 1 inner tubing fabric was detached where the proximal cylinder body is bonded to the rear tip of the cylinder. Cylinder 1 had a leak at the outer tube from fatigue. The ams700 ipp cylinder 2 was visually inspected and functionally tested; no leaks were found. The cylinder performed within specification. Product analysis confirmed a functional issue with the cylinder. Based on the information available and analysis results, analysis confirmed the reported clinical observation of a cylinder rupture or hole.